Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The investigation involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc device. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and as a result, the customer experienced dizziness and was provided banana and sugar water by a third party. There was no report of death or permanent injury associated with this event.